Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, there are no plans to explant the device and reimplant with a new device. The implanted device remains. (B)(4).

Event description:
Per the clinic, the patient experienced a lack of performance with device use, and the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device as of the date of this report, (B)(4).